Event description:
The user received a questionable tina-quant hemoglobin a1c generation 2 (hemoglobin a1c) result for one patient sample. Upon initial testing, the results were a hemoglobin of 20.1486 g/dl, an a1c of 2.402 g/dl and a ratio of 0.127. The patient's glucose result was 3.8 mmol/l. The doctor called because this was a known patient and was very well controlled so he did not believe the results. The sample was repeated and the results were a hemoglobin of 14.8055 g/dl, an a1c of 0.636 g/dl and a ratio of 0.06033. On (B)(6) 2010, the sample was repeated again and the results were a hemoglobin of 15.3 g/dl, an a1c of 0.65 g/dl and a ratio of 0.060. No adverse events were alleged regarding the event. The hemoglobin a1c reagent lot number was not provided.

Manufacturer narrative:
The investigation determined the issue was resolved with instrument maintenance. The field service representative replaced valves and clogged probes. No further events were observed after the service visit. The patient was not adversely affected.

Manufacturer narrative:
This event occurred in (B)(6).